Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hand switch was repaired and the fast stop replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system table would not move longitudinally. No pt injury was reported.